Event description:
The screens for patient fluid removal and set flow rate are displaying different numbers when the machine is set up. The machine was displaying a removal rate of 100 on the set rate screen and a rate of 160 on the status screen. This started to occur after the software was upgraded to version 2.01. Medical engineering was called, and was able to change back and forth between the two screens without actually entering the rate. The set flow rate screen is supposed to require selecting a number and confirming it by pressing the return or enter key. The user is not supposed to be able to change to the status screen unless the flow rate is set. The gambro technician was called, and he said that the machine had data refresh issues and that it is an intermittent problem. It's a software issue and will have to be resolved with the next software revision.